Event description:
It was reported that the target device failed to function during a surgery procedure. It was no longer possible to control the nail correctly. A replacement was available to complete the surgery.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.